Event description:
Reportedly, on the second firing of an endo gia universal straight 60-4.8mm sulu, properly formed staples were not placed on the fundus of the stomach. As a result, the surgeon applied an endo gia universal straight 60-2.5mm sulu to the site to transect extra tissue containing the malformed staples and complete the case without further incident. Procedure: lap gastric bypass. Patient status: no patient injury reported.